Manufacturer narrative:
It was reported that the device was disposed and therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
The device locked up on .014 thruway wire and jetstream device had to be removed from patient. No complication to patient. Finished case with a balloon.